Manufacturer narrative:
H4: the lot was manufactured (B)(6) 2024. The device was received for evaluation containing 101ml fluid in bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow; further described as "delivery stopped ". This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.